Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, motor tests and displacement test. There was no unexpected no reservoir, low reservoir or motor error alarms noted. The drive or motor was inspected and no drive or motor anomaly noted. The drive support disk was inspected and no anomaly was noted. The unit was received with normal operating currents and no unexpected off no power, low battery, bad battery or battery out limit alarms or unexpected restart noted. There were no unexpected restart error alarms and passed the unexpected restart test. The unit had a unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 352 mg/dl. Nothing further reported.